Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time the suspected device has not been received for evaluation. Therefore no root cause could not be determined yet.

Event description:
The customer reported that vela was showing vent inop, motor fault, circuit disconnect, low pip, low ve alarm continuously. The customer confirmed that there was no patient involvement associated with the reported event.